Manufacturer narrative:
(B)(4). Batch # r92915. Investigation summary: the device was returned with the blade cracked inside of the tube. The device was connected to the gen11 to test functionality. It did not pass functional testing and an alert screen was displayed. Upon disassembly of the device, it was noted that the blade was cracked inside of the tube at the curvature side/opposite curvature side. This is consistent with a side load being applied to the blade while active with the jaw closed. Then the blade broke off during functional testing. In addition, it was found that there was a cracked internal component; the y-link. Once minor blade damage has occurred, subsequent activation may increase the severity of the blade damage. This, in turn, can result in the device failing the pre-run test with the generator and displaying an alert screen. The alert screens that can result may include ¿tighten assembly,¿ ¿blade error detected,¿ or "relax pressure on blade," followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, ¿replace instrument¿ was displayed soon after starting use. The cable was removed and inserted from the generator but the same error was displayed. The blade tip was not broken off and no pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient.